Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in brachiocephalic junction at superior vena cava using the powerport clearvue slim implantable port. On (B)(6) 2025, it was reported that one year five months and 14 days post placement procedure, the catheter was found to be ruptured partially. Further, localized leakage was found with the presence of pain and edema. Reportedly, the patient experienced stress and anxiety. Therefore, patient should undergo surgery to remove the catheter completely in emergency before complete rupture.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in brachiocephalic junction at superior vena cava using the powerport clearvue slim implantable port. On (B)(6) 2025, it was reported that one year, five months and fourteen days post placement procedure, the catheter was found to be ruptured partially. Further, localized leakage was found with the presence of pain and edema. The patient experienced stress and anxiety. Therefore, patient should undergo surgery to remove the catheter completely in emergency before complete rupture.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the product label that contains product details. The second photo shows a catheter attached to a power port placed inside a polythene pouch. No anomalies could be noted from the provided photo. The investigation is inconclusive for the reported fracture and fluid leak issues as the photo evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in brachiocephalic junction at superior vena cava using the powerport clearvue slim implantable port. On (B)(6) 2025, it was reported that one year five months and 14 days post placement procedure, the catheter was found to be ruptured partially. Further, localized leakage was found with the presence of pain and edema. Reportedly, the patient experienced stress and anxiety. Therefore, patient should undergo surgery to remove the catheter completely in emergency before complete rupture. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was returned for evaluation and two photos were provided for review. The photos show a catheter attached to a powerport placed inside a polythene pouch. Gross, visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 7.1cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.